Event description:
It was reported that at a pump replacement on (B)(6) 2014 the catheter was difficult to aspirate. The surgeon was unable to completely aspirate the existing catheter and only aspirated 0.1ml. The catheter volume was 0.193ml. The pump was primed on the back table and a priming bolus was done over nine hours until the drug was out of the catheter. The patient was asymptomatic and did not experience a loss of therapy thus the physician believed the catheter was intrathecal. The patient was doing well. The pump was delivering fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
The hcp (healthcare professional) felt that the catheter had collapsed due to suction. At the next pump refill, the patient¿s pump was aspirated and the expected volume matched the aspirated volume.